Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cmv igg assay on a cobas 8000 e 801 module (serial number (B)(4)). The sample resulted in a cmv igg value of 0.31 u/ml (non-reactive) when tested on the e 801 analyzer. The value from the e 801 analyzer was reported outside of the laboratory. An aliquot of this sample was sent to another laboratory for testing using the diasorin liaison xl method, resulting in a value of 104 u/ml (immune/reactive).

Manufacturer narrative:
Samples from the patient were provided for investigation and the results obtained by the customer could be reproduced.

Manufacturer narrative:
For calibrations performed on (B)(6)2022 and (B)(6)2022, signals were within expected ranges. On (B)(6)2022, controls recovered within specified ranges. Further investigations of the patient sample determined it to be correctly non-reactive with the elecsys cmv igg assay. The non-reactive elecsys cmv igg result was supported by mikrogen recomline blot results, which were negative for cmv igg and reactive for cmv igm. Further investigation indicated that a primary infection was unlikely due to the constant igm response and the absence of a seroconversion.